Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the reporter/home health nurse contacted lifescan (lfs) on behalf of the pt alleging that a one touch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke to the pt directly on may 5, 2010, and was able to obtain/verify info. The pt tests her blood glucose twice a day. The pt takes set doses of 70/30 insulin regardless of her meter readings. The reporter indicated that the alleged issue started on (B) (6), 2010, at 1:00 pm. She reported blood glucose readings of "144 and 404 mg/dl." The time difference between the reported tests was greater than 20 minutes. The pt informed the mss that the meter would sometime read really high and other times really low. On an unspecified date/time after the alleged issue began, the reporter claimed that the pt developed symptoms of dizziness, thirst, tiredness, and frequent urination. The pt claimed that when she was symptomatic, the meter gave unspecified high and low readings. She was unable to recall what meter readings she actually got before and after the symptoms developed. She also did not know what actions she took before the symptoms started. During the time of concern, the pt stated that she did not modify her medication regimen or diet. She also denied receiving treatment because of the alleged issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.